Event description:
It was reported that the device over delivered the medication. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no visually discrepancies were detected. Functional testing of pump tube height: the samples were tested to measure the height of the pump tube arch and determine if is under or out of spec. The samples failed the arch height tube measure; green color is an ?ok? Tube arch is under spec, red color is an ?ng? Tube arch is out of spec. The pump tube height was sample one 0.1679in, sample two 0.1377in and sample three 0.1949 in. The root cause of the reported issue was found to be manufacturing - based on the internal CAPA, root cause for the following containment action was performed: allow for assembly work orders in disposables lines using as primary component ? Arm, occlusion, minimum in flow stop codes was issued on 17-oct-2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).